Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: 7/14/14-7/18/14. A companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 72 of 120.